Event description:
Had essure implant (B)(6) 2014 ever since have had issues including bleeding, spotting for days, severe cramping, weight gain, headaches, body aches daily, back pain, hip and leg pain.